Manufacturer narrative:
Investigation: the machine was checked out at the customer site by a terumo bct service technician. The technician was unable to duplicate the reported condition. The upper and lower level sensors were tested with no issues found. A simulated run and an auto test were performed with no issues found. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the spectra optia system operated as intended. The spectra optia system is designed to monitor the fluid pumped into the product bag as well as the amount of fluid returning to the reservoir. The upper and lower reservoir sensors are designed to identify unexpected fluid in the reservoir. In this run, the patient fluid balance alarms were triggered when the system detected a discrepancy in the amount of fluid that was expected in the reservoir. This is commonly caused by an obstruction in the replace, remove or plasma lines and the alarm screens provide troubleshooting steps for the operator to follow when the alarms are triggered. It is not clear if the troubleshooting steps were followed to address these alarms during this run. It is possible that a clump was the cause of an obstruction somewhere in the replace, remove or plasma lines and related to the multiple patient fluid balance alarms that were triggered during the run. After the ¿patient¿s fluid balance may be 15% lower than reported¿ alarm was triggered at 56 minutes, the operator¿s only option was to end the run. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation: the service history for the past year was evaluated and there was no previous service that could reasonably contribute to the reported hypovolemia. An internal report shows the device has had no further reports related to this issue. Root cause: undetermined, the service representatives were unable to duplicate the reported problem during a check-out of the machine and the rdf analysis showed the device operated as intended.

Event description:
The customer reported that approximately 55 minutes into a red blood cell exchange (rbcx)procedure, they received multiple alarms including 'patient's fluid balance may be 15% lower than reported'. The operator ended the procedure. Patient outcome is not available at this time. Patient identifier and age are not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occured.